Event description:
The facility reported an infusion pump with failure code 538 before use. No additional contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.